Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6), 2014 due to high blood glucose levels (700mg/dl) with ketones. Customer had a kinked cannula, and had an improper luer lock connection. Pump passed delivery sys check. Customer was treated with an insulin drip and was released from the hosp the same day.